Event description:
A pt reported blood glucose results of 139 mg/dl, 143 mg/dl, 100 mg/dl, 200 mg/dl and 250 mg/dl with a lifescan meter, performed within 10 minutes of each other. Test strips were replaced.